Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bso, mccall¿s culdoplasty, anterior & posterior repair and cystourethroscopy due to destrusor instability, cystocele and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysterectomy due to sui, and a&p repair. Following insertion the patient experienced extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision and removal on right side on (B)(6) 2007 due to exposure of mesh, chronic pain, bleeding, and dyspareunia. It was reported that patient underwent pubovaginal sling, cystocele repair, and partial mesh revision and excision on (B)(6) 2010 due to mesh erosion and extrusion, chronic pain, and sui. It was reported that patient underwent laparoscopy with possible lysis of adhesions on (B)(6) 2012 due to removal of scar tissue and adhesion problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopy w/multiple lysis of adhesions w/a cold knife scissors and a harmonic scalpel, ace harmonic w/removal of specimen, left remmant of the ovary on (B)(6) 2014 due to dyspareunia, chronic pelvic pain, dysmenorrhea, multiple adhesions of the colon to apex of vaginal wall and intraabdominal wall, possible left ovarian syndrome. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.